Manufacturer narrative:
Same slide controls were not used at this site. Use of same slide controls would have prevented this issue.

Event description:
Gastric her2 (B)(6) 2017 scored 0, repeated (B)(6) 2018 and scored 2+. Fish test performed and reported as positive on (B)(6) 2018. Due to being a case from (B)(6), the patient will certainly receive treatment following this result and a delay is likely to have been caused because of retesting.